Event description:
It was reported that during in neonate mode with a pt simulator, when a moderate spo2 desaturation alarm (yellow alarm) is active and the alarm is silenced at the m540 bedside unit. If the infant continues to desaturate further and goes below the trigger point for the high spo2 desaturation level, a high (red alert) is suppose to break through, but it does not. If the moderate alarm is silenced at the bedside and the pt spo2 values continues to drop to what would be a high (red) alarm condition, on the m540 the spo2 alarm does turn red but no audible alarm is triggered, on the c700 cockpit the spo2 alarm remains yellow and no break through alarm sound is heard and the alarm does not turn red and on the associated ics central station the spo2 alarm also stays yellow and does not alarm audibly or turn red. The correct spo2 numeric value is displayed on all devices but the expected high (life threatening) alarms are not triggered.

Manufacturer narrative:
The reported event happened during a lab test without pt involvement. The issue was already noticed during a previous lab testing in a different hospital. During the subsequent investigation drager was able to reproduce the described behavior of the cockpit monitor. The pt near m540 monitor generates the red alarm as specified. Iacs should issue the high-grade red spo2 saturation at the cockpit and at the central station too, when the m540 detects it during an audio pause state. This desired behavior does not occur in the software available to the field today. The limitations concerns pts undergoing spo2 monitoring while iacs is in neonatal mode. The probability of injury is considered rare, since the end-user will always receive a medium-grade spo2 low limit alarm. Nevertheless, draeger has issued a field safety corrective action. The FDA has been informed about this action by drager medical, inc, in (B)(4). The customer has been informed via a customer recall notification. The notifications were mailed out on december 10 and the hospital received it on december 16.